Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 2 months post implant of a bifurcated device and a suprarenal aortic extension, the patient developed an endoleak. The physician decided to correct the endoleak by implanting two limb extensions. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The devices remained implanted in the patient. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information. Product use might have been incongruent with the IFU due to: left common iliac artery diameter of greater than 2.3 cm, and angulation greater than 90 degrees. Cautionary product use conditions that might have contributed to this event included severe calcifications in the bifurcation and bilateral iliacs. The patient's use of antiplatelet therapy might have contributed to the development of an endoleak.